Manufacturer narrative:
Eval: method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-01729. The pt received his scs sys, including an ipg and surgical lead, on (B)(6) 2009. It was reported that the pt developed an infection at the ipg pocket site. Consequently, the physician explanted the sys; the explant date is currently unk. The explanted products were discarded by the facility. It was reported that the pt recovered from the infection and was re-implanted on (B)(6) 2010. No further info is available at this time.